Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia episodes (513mg/dl and 365mg/dl) [hyperglycaemia], blocked device novopen echo [device mechanical issue], device failure (blocked device novopen echo that cause dose delivery problems) [device failure]. Case description: this serious spontaneous case from argentina was reported by a patient family member or friend as "hyperglycemia episodes (513mg/dl and 365mg/dl)(hyperglycemia)" beginning on (B)(6) 2022, "blocked device novopen echo(device mechanical jam)" beginning on (B)(6) 2022, "device failure (blocked device novopen echo that cause dose delivery problems)(device failure)" beginning on (B)(6) 2022, and concerned a 19 months old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", patient's height: 72 cm. Patient's weight: 9.5 kg. Patient's bmi: 18.32561730. Dosage regimens: novopen echo: current condition: type 1 diabetes mellitus (duration not reported): concomitant products included - tresiba(insulin degludec), novorapid penfill(insulin aspart) solution for injection, 100 iu/ml, novorapid penfill (insulin aspart) solution for injection, 100 iu/ml 05/10/2022 to unk, novorapid penfill (insulin aspart) solution for injection, 100 iu/ml 05/10/2022 to unk, novorapid penfill (insulin aspart) solution for injection, 100 iu/ml 05/13/2022 to unk. On (B)(6) 2022, the patient's fasting blood glucose was 180 mg/dl. The patient was injected with 0.5iu novorapid before a glass of milk, after half an hour injected 0.5iu again and after an hour patient had hyperglycemia. The blood glucose was 513mg/dl with symptoms of thirst. Because of this the patient was injected with 2iu novorapid flexpen and the blood glucose lowered to 75mg/dl. On (B)(6) 2022, the patient's fasting blood glucose was 140mg/dl, injected 1.5iu and after 2hours blood glucose was 365mg/dl. It was reported that the hyperglycemia was due to blocked novopen echo that caused dose delivery problems and device failure. It was additionally reported that patient's normal blood glucose values were between 80mg/dl and 200mg/dl. On (B)(6) 2022, the patient's fasting blood glucose was 180 mg/dl. The patient was injected with 0.5iu novorapid before a glass of milk, after half an hour injected 0.5iu again and after an hour patient had hyperglycemia. The blood glucose was 513mg/dl with symptoms of thirst. Because of this the patient was injected with 2iu novorapid flexpen and the blood glucose lowered to 75mg/dl. On (B)(6) 2022, the patient's fasting blood glucose was 140mg/dl, injected 1.5iu and after 2hours blood glucose was 365mg/dl. It was reported that the hyperglycemia was due to blocked novopen echo that caused dose delivery problems and device failure. It was additionally reported that patient's normal blood glucose values were between 80mg/dl and 200mg/dl. The outcome for the event "hyperglycemia episodes (513mg/dl and 365mg/dl)(hyperglycemia)" was recovered. The outcome for the event "blocked device novopen echo(device mechanical jam)" was recovered. The outcome for the event "device failure (blocked device novopen echo that cause dose delivery problems)(device failure)" was not reported.

Event description:
Case description: investigation results: novopen echo, batch number: lvg4d94-1 a visual examination of the returned product was performed. The electronic register was checked. No remarks. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge.the results were found to comply with specifications. During examination of the product, no irregularities were detected. Since last submission the case has been updated with the following: -investigation results updated for novopen echo -EU/ca tab was updated with relevant fields -imdrf codes added;device narrative updated -malfunction field was marked as 'no' in the device tab; is non-reportable was marked as 'no' -narrative updated accordingly references included: reference type: e2b company number reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. # reference ID#: (B)(4). Final manufacturer's comment: 26-aug-2022: the suspected product novopen echo has been returned to novo nordisk for evaluation. Upon investigation, device was found to be working as intended, no abnormalities detected. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. Product handling error such as leaving the needle attached to pen between injections and counting the number of clicks to measure insulin dosage are risk factors for device malfunction leading to hyperglycaemia. Continued: evaluation summary novopen echo, batch number: lvg4d94-1 a visual examination of the returned product was performed. The electronic register was checked. No remarks. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. The dose accuracy was measured by weighing using a random cartridge.the results were found to comply with specifications. During examination of the product, no irregularities were detected.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia episodes (513mg/dl and 365mg/dl) [hyperglycaemia]. Blocked device novopen echo [device mechanical issue]. Device failure (blocked device novopen echo that cause dose delivery problems) [device failure]. With the first device used they left the needle attached between applications; with the new device they do not do that [product storage error]. Case description: this serious spontaneous case from argentina was reported by a consumer as "hyperglycemia episodes (513mg/dl and 365mg/dl)(hyperglycemia)" beginning on (B)(6)2022, "blocked device novopen echo(device mechanical jam)" beginning on (B)(6)2022, "device failure (blocked device novopen echo that cause dose delivery problems)(device failure)" beginning on (B)(6) 2022, "with the first device used they left the needle attached between applications; with the new device they do not do that(device stored with needle attached)" with an unspecified onset date, and concerned a 20 months old female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy", it was also reported that the first device used they left the needle attached between applications; with the new device they do not do that. The force needed to inject felt different over time, and it became harder, as if it was locked. The reporter also confirmed the click use, likewise mentioned that are very helpful. They were also trained by the physician and the nurse, however they have little time with all this new diagnostic, and they can make mistakes in handling the devices, unfortunately. Reporter confirmed they attach the needle to the pen in a 180 degree angle. Batch number was requested but unavailable during the time of report. Action taken to novopen echo was not reported. The outcome for the event "hyperglycemia episodes (513mg/dl and 365mg/dl)(hyperglycemia)" was recovered. The outcome for the event "blocked device novopen echo(device mechanical jam)" was recovered. The outcome for the event "device failure (blocked device novopen echo that cause dose delivery problems)(device failure)" was not reported. The outcome for the event "with the first device used they left the needle attached between applications; with the new device they do not do that(device stored with needle attached)" was not reported. Since last submission the case has been updated with the following: -patient age updated to 20 months. -new event with the first device used they left the needle attached between applications; with the new device they do not do that added. -operator of device and trained user updated in device field. -narrative updated accordingly. References included: reference type: e2b company number. Reference ID#: (B)(4). Reference notes: reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2022-00042. Preliminary manufacturer's comment: 14-jun-2022: the suspected device novopen echo has not been returned to novo nordsik for evaluation. No conclusion is reached. Product handling error such as leaving the needle attached to pen between injections, and counting the number of clicks to measure insulin dosage are risk factors for device malfunction leading to hyperglycaemia.

Event description:
Case description: batch number of novopen echo was lvg4d94-1. Since last submission the case has been updated with the following: -batch number updated. -EU/ca tab updated .-narrative updated accordingly. Preliminary manufacturer's comment: (B)(6) 2022: the suspected device novopen echo has been returned to novo nordisk for evaluation. Investigation is ongoing. Product handling error such as leaving the needle attached to pen between injections, and counting the number of clicks to measure insulin dosage are risk factors for device malfunction leading to hyperglycaemia.